Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal excessive bleeding") in an adult female patient who had essure (batch no. 62b437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo provera from 2004 to (B)(6) 2009. Concurrent conditions included diabetes, shoulder pain and kidney stone. Concomitant products included metformin. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding- vaginal"), menorrhagia ("abnormal bleeding -menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("cramping"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fungal infection ("yeast infections") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved and the abdominal pain, fungal infection, bacterial vaginosis and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, dysmenorrhoea, dyspareunia, fungal infection, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: physician has recommended removal of the device. Removal details ((B)(6) 2018). Total laparoscopic hysterectomy «250g), bilateral salpingectomy with removal of essure coils, lysis of omental adhesions, cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2017: transabdominal and transvaginal ultrasound was performed of the pelvis with grayscale, color, and spectral doppler. Findings: the extroverted uterus measures 7.5 cm in length. The cervix is unremarkable. No myometrial abnormalities are appreciated. Ultrasound scan vagina - on (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2016: findings: the uterus is retroflexed the uterine dimensions are 71 mm in longitudinal dimension, 40 mm in ap dimension and 51 mm in transverse dimension. Final impression: normal pelvic sonogram with a simple dominant follicle on the right; on (B)(6) 2017: findings: the uterus is retroflexed and measures 7 x 4.8 x 4.3 cm. There is heterogeneous echogenicity with questionable intramural leiomyoma anterior uterine body region. This was measured by technologist but not confirmed on all images. The endometrial stripe measures 7 mm in ap diameter and is mildly heterogeneous. Impression: retroflexed uterus with heterogeneous echogenicity and questionable intramural leiomyoma midbody region. 4.3 cm ovoid simple right ovary. Recommend follow-up to confirm resolving nature. Left ovary not visualized; on (B)(6) 2017: findings: the uterus is retroflexed. The uterine dimensions are 71 nun in longitudinal dimension, 42 nun in ap dimension and 45 mm in transverse dimension. No fibroids are seen sonographically. Essure coils are seen in the cornual regions bilaterally. The endometrium is normal in thickness. The endometrial echo measures 5 mm in ap dimension. No flow is detected centrally. Final impression: normal pelvic sonogram. The endometrium is normal in thickness. There are no sonographic findings suggestive of an endometrial polyp. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia, dysmenorrhea, abdominal pain lower, pelvic pain. Most recent follow-up information incorporated above includes: on 14-dec-2018: plaintiff fact sheet and medical records received. Added new reporters, batch number for essure (62b437), historical drug and lab data. Updated as reported term for dysmenorrhoea and dyspareunia. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal excessive bleeding") in an adult female patient who had essure (batch no. 62b437-invalid, 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo provera from 2004 to (B)(6) 2009. Concurrent conditions included diabetes, shoulder pain and kidney stone. Concomitant products included metformin. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding- vaginal"), menorrhagia ("abnormal bleeding -menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("cramping"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fungal infection ("yeast infections") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved and the abdominal pain, fungal infection, bacterial vaginosis and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, dysmenorrhoea, dyspareunia, fungal infection, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: removal details included lysis of omental adhesions and cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2017: transabdominal and transvaginal ultrasound was performed of the pelvis with grayscale, color, and spectral doppler. Findings: the extroverted uterus measures 7.5 cm in length. The cervix is unremarkable. No myometrial abnormalities are appreciated. Ultrasound scan vagina - on (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2016: findings: the uterus is retroflexed the uterine dimensions are 71 mm in longitudinal dimension, 40 mm in ap dimension and 51 mm in transverse dimension. Final impression: normal pelvic sonogram with a simple dominant follicle on the right; on (B)(6) 2017: findings: the uterus is retroflexed and measures 7 x 4.8 x 4.3 cm. There is heterogeneous echogenicity with questionable intramural leiomyoma anterior uterine body region. This was measured by technologist but not confirmed on all images. The endometrial stripe measures 7 mm in ap diameter and is mildly heterogeneous. Impression: retroflexed uterus with heterogeneous echogenicity and questionable intramural leiomyoma midbody region. 4.3 cm ovoid simple right ovary. Recommend follow-up to confirm resolving nature. Left ovary not visualized; on (B)(6) 2017: findings: the uterus is retroflexed. The uterine dimensions are 71 nun in longitudinal dimension, 42 nun in ap dimension and 45 mm in transverse dimension. No fibroids are seen sonographically. Essure coils are seen in the cornual regions bilaterally. The endometrium is normal in thickness. The endometrial echo measures 5 mm in ap dimension. No flow is detected centrally. Final impression: normal pelvic sonogram. The endometrium is normal in thickness. There are no sonographic findings suggestive of an endometrial polyp. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : menorrhagia, dysmenorrhea, abdominal pain lower and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal excessive bleeding") in an adult female patient who had essure (batch no. 62b437-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo provera from (B)(6) to (B)(6)2009. Concurrent conditions included diabetes, shoulder pain and kidney stone. Concomitant products included metformin. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding- vaginal"), menorrhagia ("abnormal bleeding -menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("cramping"). In (B)(6)2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fungal infection ("yeast infections") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved and the abdominal pain, fungal infection, bacterial vaginosis and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, dysmenorrhoea, dyspareunia, fungal infection, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: physician has recommended removal of the device. Removal details ((B)(6)2018). Total laparoscopic hysterectomy «250g), bilateral salpingectomy with removal of essure coils, lysis of omental adhesions, cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on(B)(6)2017: transabdominal and transvaginal ultrasound was performed of the pelvis with grayscale, color, and spectral doppler. Findings: the extroverted uterus measures 7.5 cm in length. The cervix is unremarkable. No myometrial abnormalities are appreciated. Ultrasound scan vagina - on (B)(6)2009: results: total bilateral occlusion; on (B)(6)2016: findings: the uterus is retroflexed the uterine dimensions are 71 mm in longitudinal dimension, 40 mm in ap dimension and 51 mm in transverse dimension. Final impression: normal pelvic sonogram with a simple dominant follicle on the right; on (B)(6)2017: findings: the uterus is retroflexed and measures 7 x 4.8 x 4.3 cm. There is heterogeneous echogenicity with questionable intramural leiomyoma anterior uterine body region. This was measured by technologist but not confirmed on all images. The endometrial stripe measures 7 mm in ap diameter and is mildly heterogeneous. Impression: retroflexed uterus with heterogeneous echogenicity and questionable intramural leiomyoma midbody region. 4.3 cm ovoid simple right ovary. Recommend follow-up to confirm resolving nature. Left ovary not visualized; on (B)(6)2017: findings: the uterus is retroflexed. The uterine dimensions are 71 nun in longitudinal dimension, 42 nun in ap dimension and 45 mm in transverse dimension. No fibroids are seen sonographically. Essure coils are seen in the cornual regions bilaterally. The endometrium is normal in thickness. The endometrial echo measures 5 mm in ap dimension. No flow is detected centrally. Final impression: normal pelvic sonogram. The endometrium is normal in thickness. There are no sonographic findings suggestive of an endometrial polyp. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia, dysmenorrhea, abdominal pain lower, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6)2019: update of information (batch is invalid) incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal excessive bleeding") in an adult female patient who had essure (batch no. 62b437-invalid, 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo provera from 2004 to (B)(6) 2009. Concurrent conditions included diabetes, shoulder pain and kidney stone. Concomitant products included metformin. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding- vaginal"), menorrhagia ("abnormal bleeding -menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("cramping"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fungal infection ("yeast infections") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved and the abdominal pain, fungal infection, bacterial vaginosis and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, dysmenorrhoea, dyspareunia, fungal infection, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: physician has recommended removal of the device. Removal details ((B)(6) 2018). Total laparoscopic hysterectomy «250g), bilateral salpingectomy with removal of essure coils, lysis of omental adhesions, cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2017: transabdominal and transvaginal ultrasound was performed of the pelvis with grayscale, color, and spectral doppler. Findings: the extroverted uterus measures 7.5 cm in length. The cervix is unremarkable. No myometrial abnormalities are appreciated. Ultrasound scan vagina - on (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2016: findings: the uterus is retroflexed the uterine dimensions are 71 mm in longitudinal dimension, 40 mm in ap dimension and 51 mm in transverse dimension. Final impression: normal pelvic sonogram with a simple dominant follicle on the right; on (B)(6) 2017: findings: the uterus is retroflexed and measures 7 x 4.8 x 4.3 cm. There is heterogeneous echogenicity with questionable intramural leiomyoma anterior uterine body region. This was measured by technologist but not confirmed on all images. The endometrial stripe measures 7 mm in ap diameter and is mildly heterogeneous. Impression: retroflexed uterus with heterogeneous echogenicity and questionable intramural leiomyoma midbody region. 4.3 cm ovoid simple right ovary. Recommend follow-up to confirm resolving nature. Left ovary not visualized; on (B)(6) 2017: findings: the uterus is retroflexed. The uterine dimensions are 71 nun in longitudinal dimension, 42 nun in ap dimension and 45 mm in transverse dimension. No fibroids are seen sonographically. Essure coils are seen in the cornual regions bilaterally. The endometrium is normal in thickness. The endometrial echo measures 5 mm in ap dimension. No flow is detected centrally. Final impression: normal pelvic sonogram. The endometrium is normal in thickness. There are no sonographic findings suggestive of an endometrial polyp. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia, dysmenorrhea, abdominal pain lower, pelvic pain. Most recent follow-up information incorporated above includes: on 12-mar-2019: lot number updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal excessive bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes, shoulder pain and kidney stone. Concomitant products included metformin. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding- vaginal"), menorrhagia ("abnormal bleeding -menorrhagia"), dysmenorrhoea ("dysmenorrhea") and abdominal pain lower ("cramping"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fungal infection ("yeast infections") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved and the abdominal pain, fungal infection, bacterial vaginosis and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, dysmenorrhoea, dyspareunia, fungal infection, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: physician has recommended removal of the device. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2009: total bilateral occlusion most recent follow-up information incorporated above includes: on 25-apr-2018: pfs received :event- abnormal bleeding (vaginal, menorrhagia),dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) added. Action taken with drug changed. Patient demographic, concomitant disease and lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.